Event description:
It was reported that the wake button was stuck. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to insulin pens for insulin therapy.